Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed the effluent pump segment is disconnected from the support plate. There is non-homogeneous mark of solvent on the tubing. The reported condition was verified. The cause of the condition was due to inadequate solvent application to the tubing during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Pe1: initial reporter phone no. - 01226 436194 ext: 6194. Rismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment, one unit of prismaflex st150 set had an external fluid leakage. There was no report of patient injury or medical intervention associated with this event. No additional information is available.